Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "unavailable due to e315 error" occurred due to the damage of image sensor unit(disconnection) or breakage of the mounting components (integrated circuit chip, capacitor) of the electric board due to use stress, external factors, or handling. In addition, during the investigation was found "foreign material in the nozzle". As a result of component analysis, the foreign substances were silicic acid (derived from drugs) and organic silicone (derived from drugs). Silicic acid and organic silicone are not components derived from endoscopes, but are derived from drugs, and the causes of foreign material adhesion are due to insufficient pre-cleaning, insufficient rinsing, and insufficient drying since valves not being removed when storing endoscopes. The event can be detected/prevented by following the instructions for use which state: for the phenomenon of "unavailable due to e315 error" chapter 3 preparation and inspection. The equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. For the phenomenon of "foreign material in the nozzle" olympus confirmed that the inspection method for the suggested event was described in the reprocessing manual ¿chapter 5, section 5 manually cleaning the endoscope and accessories¿ and ¿chapter 8 storage and disposal,¿ especially when reprocessing. And confirm that stain has been removed from the air/water nozzle opening and objective lens surface. If the stain remains, clean until all of the stain is removed, rinse thoroughly, and remove any residue in the channel after cleaning, and check the handling environment such as draining water and drying. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovidescope exhibited e315 error due to water invasion in the scope connector. There were no reports of patient involvement.